Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he noticed a beam of light in his ventral vision at 1 o'clock to 7 o'clock. This beam of light went away until approx one month ago. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/16/2010, 09/208/2010, 09/28/2010, and 10/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).